Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this patient suffered an injury at the implant site. Initially a scab formed over the wound which fell off leaving the pacemaker exposed. The patient had no symptoms other then the device being exposed. It was advised to go to the nearest hospital for a medical evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this patient suffered an injury at the implant site. Initially a scab formed over the wound which fell off leaving the pacemaker exposed. The patient had no symptoms over then the device being exposed. It was advised to go to the nearest hospital for a medical evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this patient suffered an injury at the implant site. Initially a scab formed over the wound which fell off leaving the pacemaker exposed. The patient had no symptoms other then the device being exposed. It was advised to go to the nearest hospital for a medical evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.